Manufacturer narrative:
Investigation summary: one sample was received. It came in a sealed packaging blister. Visual inspection was performed. It has white epoxy drip over on the plastic hub. One photo was provided. It shows the sample we received with the excess of epoxy on the plastic hub. The plastic hub is placed under the cannulator then the needle is positioned and assembled to the plastic hub adding the white epoxy to fix it. In this case it may have happened that a jam occurred, and the equipment dispensed silicone before the part was moved to the next station and it was not detected in the next processes. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. Investigation conclusion: this is the 1st complaint for the lot # 9322458 for this type of defect or symptom. There was no documentation for this type of defect during the entire production run of this batch. Root cause description: it happened during nip line assembly cannulator.

Event description:
It was reported that foreign matter before use occurred with a bd precisionglide¿ needle. The following information was provided by the initial reporter, "it was reported that foreign matter was found on the needle and appeared to be glue. Excess glue or adhesive material on needle tip."